Event description:
Patient presented to the ER with complaints of sob (shortness of breath) - patient had an implantable pacemaker and interrogation of that pacemaker was ordered by attending physician. No communication could be established with the device. Patient's lower rate limit setting on the pacemaker was programmed to 70 beats per minute, however, the patient's presenting heart rate in the ER was in the 40's.